Event description:
It was reported that the patient presented with a perforation of the right ventricle evidenced by a computerized tomography (CT) scan. Patient checked in to the clinic were the right ventricular (rv) lead could not capture at 7.5 volts at 2ms. It also could not sense r waves and the patient was conducting on his own at 700ohms impedance. Patient was admitted to the hospital and a revision procedure was scheduled, as the patient was feeling lightheaded. The lead also showed warning on threshold exceeding programmed output. Evidence did not suggested a pericardial effusion. The lead was repositioned successfully. No additional adverse patient effects were reported.